Event description:
A distributor reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was being used during an acl recon procedure on (B)(6) 24, and ¿brand new probe disintegrated during usage.". The procedure was completed with an alternate same device and with no reported delay. Follow-up assessment could not determine if any fragments or portions of the device entered the surgical site; however, it was confirmed that all fragments or portions of the device were retrieved. The patient was not injured and there was no medical/surgical intervention or extended hospitalization required for the patient. The patient was discharged. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned; however, photographic evidence has been provided. The root cause cannot be determined, however, based upon the photos, and the IFU, the likely cause of this event was prolonged activation time. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 57 reports, regarding 60 devices, for this device family and failure mode. During this same time frame 226,959 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was being used during an acl recon procedure on (B)(6) 2024, and ¿brand new probe disintegrated during usage." The procedure was completed with an alternate same device and with no reported delay. Follow-up assessment could not determine if any fragments or portions of the device entered the surgical site; however, it was confirmed that all fragments or portions of the device were retrieved. The patient was not injured and there was no medical/surgical intervention or extended hospitalization required for the patient. The patient was discharged. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.